Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effects it states, "while rare, fatigue fracture of the implant can occur as a result of strenuous activity, malalignment, or trauma."

Event description:
It was reported that patient underwent a custom total elbow arthroplasty on an unknown date. Subsequently, a revision procedure was performed on an unknown date due to a radial stem fracture. During the procedure, the new radial stem went through the side of the patient's radial shaft; therefore, a further revision has been indicated to replace custom components. No revision has been reported to date.

Event description:
It was reported patient underwent a total elbow arthroplasty on an unknown date implanting custom product. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.